Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.